Event description:
While a field service engineer (fse) was troubleshooting an unrelated event, the fse discovered approximately 30cc's of fluid had leaked onto the counter top below a coulter hmx hematology analyzer with autoloader. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves only at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
The fse discovered red blood cell (rbc), platelet (plt) and white blood cell (wbc) background failures upon startup of the instrument. Further troubleshooting revealed a leak due to the restrictor tubing coming disconnected from fmt3 (foam trap), causing fluid to leak onto the peltier module and the peltier fan attributing to the background failures. The fse reconnected the restrictor tubing, resolving the leak and background failures, and replaced the peltier module and peltier fan. During instrument verification the fse observed all parameter results were voting out (issuing non-numeric results) in the secondary mode as a result of the aspiration pump volumes needing to be adjusted; the fse adjusted the aspiration syringe volumes, resolving the parameter vote outs. (B)(4).